Event description:
Allegedly primary surgery was performed at (B)(6) 2009. The surgeon found loosening the cup by x-ray on a regular checkup. So the surgeon performed the revision surgery at (B)(6) 2016. His observation in the revision surgery was that there were no bone-in-growth on the outer surface of cup and the there were trunnionosis on the head-neck junction. The surgeon wants to know how much metal debris by mom affected to loosening the cup. Requirement from the surgeon are that taking sem images (cup and head surfaces), measurement of roundness/sphericity and the cause which there were no bone-in-growth on cup. The parts are not consignment parts.